Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found tubing from fitting 12 on rear section of bsv (blood sampling valve) to the rear blood detector was cut causing the leak. The tubing was replaced resolving the reported leak issue. The system was verified and validated. (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 2ml from a coulter lh 500 hematology analyzer while running instrument startup. The customer could not identify the source of the leak, and requested a service visit. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.